Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A review of the device history record was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device seized, moved heavily and was jammed. It was further determined that the device failed pretest for check starting behavior, check the power with test bench: minimum 110 to 160 watt, check for excessive noise, check for untrue running, check triggers for forward/ reverse mode, check function of soft mode switch (safety system), check for air leak, check air hose coupling, check reverse locking mechanism, check attachment coupling with attachments and general condition. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.